Event description:
It was reported that during a robotic nephrectomy they went to fire on the renal artery and heard it driving then a loud 'pop.' The knife blade retracted and when they went to open it it started to bleed. They clamped back down and got another device to fire next to it so they were able to remove it. The noticed metal pieces and unformed staples which were retrieved. There were no patient consequences. It is unknown if buttressing was used.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number x96g47, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023 d4: batch # 323c51 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and the anvil knife slot was noted to be damaged. An ecr60m reload loaded in the device. The reload was received fully fired with the pan partially detached from the reload and with damage on the reload deck. No functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the knife wings were broken from the knife and the knife was noted to be buckled. The damage to the reload is consistent with the device being clamped over a hard object. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 323c51, and identified a [(B)(4)] related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. Additional information was requested and the following was obtained: what color reload was being used during the complaint event? Gray